Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows two non-conformances that have no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. The root cause is unknown. The complaint cannot be confirmed. Teleflex will continue to monitor feedback from the customers on issues related to the adaptor not fitting properly on water bottle products.

Event description:
The customer alleges that the large lid is not puncturing the plastic opening and the top does not twist properly. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. The water bottle came used with the adaptor attached. The water bottle sample is from lot number 315157. There was no water inside the water container, and the top port was already spiked with the adaptor. The top port and its surrounding area on the water bottle container looked typical and there were no abnormalities in terms of material thickness and/or deformations. The spike on the adaptor showed a sharp point for easily puncturing the top of a water bottle. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the large lid is not puncturing the plastic opening and the top does not twist properly. No patient injury reported.